Event description:
One 350cc mentor memorygel breast implant (patient's left side) was received by the mentor failure analysis lab on march 19, 2025, with no accompanying information. The device was received with no complaint information attached or associated with an existing complaint. On march 28, 2025, the product investigation determined that the breast prosthesis had a tear on the posterior view, measuring approximately 0.8 cm. In addition, siltex cracking was noted on the edges of the rupture. This will be conservatively reported to FDA. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that sx mpp gel 350cc breast implant was found to have a tear on the posterior view, measuring approximately 0.8 cm, in addition, siltex cracking was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture found is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).